Event description:
I am experiencing serious inaccuracy with multiple freestyle libre 3 cgms. The latest was yesterday ((B)(6) 2023). My libre 3 indicated a glucose reading of 172 (was as high as 184 just minutes before) which didn't seem right at all. A finger stick with my glucometer was 105. I have found that with multiple sensors, the libre 3 is + or - 5 to 10 points if the results are between 70 and 110. From 120 to 150, these results are consistently 20 to 30 points high. Over 150, the inaccuracy can be 50+ points high. This issue occurs throughout the lifespan of the sensors, not just the first 24 hours. I apply a new sensor approximately 24 hours prior to the one in current use expiring. I have just finished my shower, shaved the hair from my upper arm, wipe the area with alcohol, apply skin-tac, then the sensor, and finally cover the sensor with an adhesive patch. When the current sensor expires the following day, I activate the new sensor (applied approximately 24 hours earlier).